Event description:
The hcp reported that the pt's device system was removed due to infection. No pt outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have meningitis. The symptom of infection was incisional wound opening of the scalp over the electrode. The primary location of infection was the lead track. A culture was obtained from the scalp near the electrode, and cultured (B)(6). Along with total system explant, the patient was also treated with both IV and oral antibiotics. The infection resolved. The health care professional also reported that the patient had scalp surgery for a lesion-"that was probably the infection source".

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient had melanoma removed from his head 2 times prior to the infection. The additional symptoms of infection included redness, swelling, and drainage. Additional culture results were noted to be "gram+ cocci" "methicillin sensitive".

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report has malfunctioned or caused serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cft 803. If information is provided in the future, a supplemental report will be issued.